Event description:
Patient was revised to address pain. Metallosis was apparent during removal of head, liner, and stem due to impingement of the stem neck with the cup. It was reported that the cup was not malpositioned, and that the patient has possibly fractured in the past, with the way it healed causing the patient's pain. The patient has a mental disability and was not able to tell the surgeon for sure if he had fallen or not. Poly wear and loosening of the stem were also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed